Event description:
It was reported that the knob would not work and the screen would not come on. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was output connector corrosion on the heart lead flex as a result the flex was replaced. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.